Event description:
It was reported that the device was returned due to dead pixels on the lcd. During physical inspection, a degraded (dso) downstream occlusion seal was found.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection showed degraded the downstream occlusion (dso)seal. This indicated a reportable malfunction due to the degraded the downstream occlusion (dso)seal, and the reported issue was duplicated. The cause of the reported issue was damaged lcd. The downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.